Event description:
It was reported that x-ray revealed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The partial lead measuring 54.5cm was returned. Analysis found external insulation abrasion at 38.5cm to 38.6cm from the distal tip, consistent with that produced by friction with the ICD can. Several internal abrasions with externalized conductors were noted between 11.2cm and 13.6cm and between 25.5cm and 29.4cm from the distal tip.